Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had an electrical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Corrected section: h3 corrected if other from "device not returned" to "device discarded" h3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had an electrical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.